Manufacturer narrative:
The insulin pump was tested with glucose sensor simulator and device communicate and was functioning properly. No lost sensor alarm. Device was received intermittent button response due to corroded keypad traces. No button error alarm. The device was received with scratched lcd window. Device was received cracked case display window corner. The device was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 181 mg/dl. Troubleshooting was performed. The device was returned for analysis.